Event description:
It was reported that an ez45b was used during a pulmonary resection. It was reported by the affiliate that during the surgery, the stapler locked out when it was fired during the second firing. There was no consequence to the pt.